Event description:
This is a recurring issue with the medline industries standard suction swab kits (oral swabs) with biotene. The sponge part has broken off the handle, thus drastically increasing the risk of aspiration or swallowing. These medlines oral swabs are used on confused or comatose patients who may not be able to spit or cough the sponge out once it is dislodged from the handle.